Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect component is not available for returned. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using vela ventilator; the device displays transducer fault, low peak inspiratory pressure, low minute ventilation alarms continuously. The customer performed troubleshooting and reported the circuit pressure transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there was no patient involvement associated with the event.